Event description:
It was reported the pump displayed occlusion alarms intermittently. Eventually leading to an elevated blood glucose on (B)(6) 2026 resulting in the customer going to the hospital and being admitted to the intensive care unit with the highest reported blood glucose level being 590 mg/dl. Ketones were present and identified as dangerous/life threatening by a healthcare provider. Customer received intravenous fluids of saline and insulin in hospital which resolved the issue. The customer was released (B)(6) 2026 with no permanent damage. Occlusion alarms were addressed with a supply change. Reportedly, the customer uses admelog brand insulin and was educated by tandem technical support that is off label insulin.